Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed pump not primed warnings with force readings that do not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 regarding loss of prime warnings. The pump was returned for investigation on (B)(6) 2013 and evaluated on (B)(6) 2013. The pump¿s history showed pump not primed warnings with force readings that did not reach zero. There was no adverse event associated with this complaint.